Event description:
Complainant alleges using a heating pad in bed and leaving the room with the pad on. When she returned later in the day, she noticed a burning smell and found that the pad had fallen to the carpet and had burned the carpet. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. Consumer also left the pad unattended which is another violation of the instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product. See scanned pages.